Event description:
It was reported that during a cranial procedure at the healthcare facility, the navigation system stopped working after patient registration. It was reported that the procedure was continued without navigation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of abortion of navigation can be confirmed on basis on the log file review.

Event description:
It was reported that during a cranial procedure at the healthcare facility, the navigation system stopped working after patient registration. It was reported that the procedure was continued without navigation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.